Event description:
It was reported that during implant procedure, the right atrial lead exhibited high threshold. The lead was not used and another was implanted successfully. Upon attempting to implant the left ventricular lead, high threshold and phrenic nerve stimulation was noted. The lead was not used and another was implanted. The patient was stable before, during and post procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.2 cm. Final analysis was normal. No anomalies were found.